Manufacturer narrative:
D6a - implant date: updated from blank to (B)(6) 2023. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. In the picture attached can be observed the stent inside the patient anatomy; however, is not possible to determine if the stent migrated. No damages were noted in the picture attached.

Event description:
It was reported that stent migration occurred. The target lesion was located in the biliary stricture vessel. A 10mmx40mm wallflex biliary transhepatic self-expanding stent was successfully placed. There were no complications or concerns post-procedure. During post-imaging follow-up, the stent had migrated to the bowel. The physician was not concerned as the stent would pass on its own through the patient's bowel movement. It was further reported that the stent migrated a week after the implant date. The stricture was believed to have been resolved and no further treatment nor procedure was performed on the patient.

Event description:
It was reported that stent migration occurred. The target lesion was located in the biliary stricture vessel. A 10mmx40mm wallflex biliary transhepatic self-expanding stent was successfully placed. There were no complications or concerns post-procedure. During post-imaging follow-up, the stent had migrated to the bowel. The physician was not concerned as the stent would pass on its own through the patients bowel movement.